Manufacturer narrative:
By checking the manufacturing chart of the lot #15aa656b no anomaly was found. This is the first complaint received with this lot#. We will submit a final report once the investigation will be completed.

Event description:
Intra-operative issue happened on (B)(6) 2019 during a smr revision surgery. According to the info reported, the surgeon was trying to remove a mb that was poorly positioned and had been in place since 2015. When hitting on the handle (code 9013.02.305, lot #15aa656b) the threaded portion broke, so he could then not re-insert the handle to remove the baseplate. Consequently, he had to leave baseplate in place and use an ecc 40 glenosphere to try to interiorize it as much as possible.